Event description:
It was reported that the pump's usb port was loose, having to hold the charging cable into the pump or it falls out, resulting in difficulties charging the pump. The customer's blood glucose level was 267 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
B4